Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition issue with the pump. No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.